Manufacturer narrative:
Additional information: section h imdrf annex codes. D4 & h4: serial number, unique device identifier and manufacturer date not available. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the orders and patient information were not crossing into the pyxis system. A technical support specialist found all devices in critical override, with messages crossing and the interface current. A purge was preventing accurate message status updates. It was confirmed that messages were being received and processed normally. A specific visit had a transfer message processed out of order due to a delay, and the customer was informed that users could still locate the visit using the facility search function on the stations. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it orders and patient not crossing into pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it orders and patient not crossing into pyxis. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.